Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the patient was receiving tpn infusion via a smartsite low sorbing infusion set (ref (B)(4)) and tpn was leaking through the sides of 0.2 micron filter. " there was no harm to the patient.